Event description:
Additional information was received from the manufacturer representative (rep). Rep spoke with a patient for 20 minutes to make sure pt is doing everything properly and everything looks like it should. Rep gave pt a few suggestions of just turning the remote and communicator off if pt is not continuing to adjust, but making sure pt does not let the battery get below 20%. Rep reports they believe the pt is letting it get too low causing the stimulation to turn off. Rep reports going over charging and the pt's external devices again. Rep reports they also believe the pt is inadvertently hitting the off button as they are trying to exit a screen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins, model [977119], s/n (B)(6), revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their stimulation was turning off by itself and the issue began a couple of weeks or probably closer to 2 months ago. Patient stated they would notice a change in their sensation when they checked the handset status and the programming would turn off by itself. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed provided nas phone number. Pt called back stating they spoke to their medtronic rep about the stimulation therapy turning off on its own, and the rep said to call patient services for a new handset before they proceed to get the ins battery taken out of the patients body. Pt was redirected to their hcp. Agent closed case.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturers representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was still having issues with stimulation output and the ins turning itself off. The patient had the device replaced and the issue was reported to be resolved.